Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00 x 20 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. However, the device was damaged when it got caught at the end of the guide catheter. The stent was removed along with the guide catheter and the wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.